Event description:
It was reported that the patient experienced a shocking sensation "as soon as they turned it on." The external stimulator was reset. The "right indicator had gone bad." The patient was at home. The company representative confirmed that the patient had the stimulation too high and the lead was probably directly over a nerve. The shocking sensation was resolved by turning the devie off. The patient was fine.